Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he was unable to communicate with the ipg using the charger and the patient programmer. The patient last charged the ipg approximately a month ago. Surgical intervention was undertaken during which the ipg was explanted and replaced. Stimulation was restored post-operatively.